Event description:
Affiliate reported that a revision ventriculoperitoneal shunt performed on (B)(6) 2014 at (B)(6) due to the valve in the shunt failed. Attempts were made to re-programmed it several weeks ago which were futile. A non jandj product was implanted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Device evaluation: upon completion of the investigation, it was noted that the customer¿s complaint was confirmed: biological debris was found throughout the device. The valve was visually inspected and leak tested and no defects were noted. The cam magnets were controlled and no anomalies were found. It was then program, reflux and pressure tested and failed all three tests. When the device was inspected under appropriate magnification, biological debris was discovered. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. The root cause of the problem reported by the customer is due to biological debris found on the spring, spring pillar, ruby ball, seat of the ruby ball, cam mechanism, cam mechanism pillar, and on the base plate. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.